Event description:
It was reported that the patient was "severely maimed" from the neurostimulator trial and had "some insane things going on" and numbness "all over his body" as the result that he had never had before. It was stated that the patient could"go on and on" with all of the adverse effects. It was stated that during the surgery for the trial the doctor attempted to put the neurostimulator in patient's body and the patient kept yelling and screaming that something was terribly wrong. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).